Event description:
According to the available information the implant was removed and replaced with a genesis as a placeholder due to infection on an unknown date that was between august 2024 and november 2025. On (B)(6) 2025, the genesis (placeholder) was removed, and titan was re-implanted.

Manufacturer narrative:
B3: estimated date. The device was not returned for evaluation. However, because examination of the returned components may not conclusively confirm or disprove the report of infection, quality accepts the physician¿s observations of such as the reason for surgical intervention. The review of the device lot history record indicates this lot was processed through the validated sterilization cycle. Therefore, it was concluded the infection originated from source(s) other than the device. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.